Manufacturer narrative:
(B)(4).

Event description:
It was reported "the trigger was unable to be pulled after pull 3. The handle and cartridge were replaced with a new one, but the same problem occurred. Therefore, the handle and cartridge were replaced with a new one and procedure was completed". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the trigger was unable to be pulled after pull 3. The handle and cartridge were replaced with a new one, but the same problem occurred. Therefore, the handle and cartridge were replaced with a new one and procedure was completed". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). A visual inspection of the returned device was conducted, and the following observations were made: the cartridge knob was locked. The pusher was deployed. The cutter was deployed. The needle tab overmold was undamaged. The suture/suture support tube was not buckled. The distal tip was undamaged. A scope seal was not returned with the cartridge. The items listed above are indicators of device status and are indicative of proper device function. The following discrepancies were noted during visual inspection: the capsular tab (CT) was present, unsheathed, and pulled back into the needle lumen (CT pull through) the urethral endpiece (ue) was deployed into the CT. Needle damaged: the needle is broken. Refer to dimensional inspection for additional detail. The needle was found in a "loop" shaped configuration outside the top of the distal tip. There is objective evidence that this device was cycled through additional trigger pulls after the required four pulls were completed. Specifically, the pusher and cutter are deployed (indicating that the required four pulls were completed) but the needle sled and suture sled were found in positions corresponding with the completion of pull #3. The needle was unable to deploy as designed when the extra trigger pulls were performed and was therefore displaced outside the top of the distal tip. This displacement cannot occur during device use within a patient as the sheath occludes the opening at the top of the distal tip and would prevent the needle from displacing in this direction. The needle was found to be broken approximately 1mm from the tip. Comparison with a reference needle shows approximately 1mm of needle missing. The missing needle material was not returned with the device. In addition, the needle was found to be cracked approximately 2mm. Functional inspection was not performed because bone strike and CT pull through are documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record investigation did not show issues related to complaint. The customer report of: "the trigger was unable to be pulled after pull 3." Was confirmed. Confir-mation is based on the investigation results showing that the capsular tab (CT) had a pull through. This investigation has determined that the device encountered the following failure mode: ul-CT pull through: the CT was present, unsheathed, and pulled back into the needle lumen of the device. The probable root cause of this failure mode is use error- unintentional- cannot determine. Ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.